Manufacturer narrative:
The returned device was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. During technical investigation of the returned device an inflation device was attached to inflate the balloon. The pressure could not be held and liquid was found leaking at the luer port. Inside the hub a cut was detected. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all inprocess and final inspections. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined. Most likely, a sharp object damaged the hub.

Event description:
Ous MDR - during inflation it was not possible to apply more than 2 atm and it was noticed that contrast medium flowed out of the guide wire lumen.